Event description:
Related manufacturer reference number: 2017865-2023-37841. New information received notes that the patient received inappropriate high voltage (hv) therapy due to t-wave over-sensing. It was further alleged that the patient's atrial lead exhibited noise. No intervention was performed. The patient's health status was unknown.